Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2024 wherein, the ipg was repositioned. Effective therapy was restored post operatively.

Event description:
It was reported that patient experienced pain at the ipg pocket site. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A surgical date has not been determined yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.